Manufacturer narrative:
The thermogard xp ivtm system (B)(4) was serviced at customer's site on (B)(6) 2016. A visual inspection of the system was performed, and found that the screen and air filter were very dirty. A review of the event log was performed and found several tcmid: 5.6.0 (ce post failure) errors on the event log file to have occurred on the reported event date of (B)(6) 2016 and (B)(6) 2016 thus confirming the reported complaint of the console displaying tcmid: 5.6.0. During functional testing, the screen and air filter were replaced. The functional tests and calibration test were performed. In addition, the electrical safety test was also performed. The system passed functional testing and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. The customer reported complaint of the system exhibiting tcmid:06 errors was confirmed through review of the event log. The root cause was determined to be a very dirty screen and air filter. The screen and air filter were replaced, remedying the tcmid:06 errors and allowing the system to function as intended.

Event description:
It was reported that during patient therapy the thermogard ivtm system ((B)(4)) displayed a tcmid:06 (ce post failure) message. The customer made several attempts to restart the device; however, no success. The customer switched to a second thermogard ivtm system to continue patient's therapy. No patient sequelae reported. No additional information provided.